Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An automated impella controller was used for a patient of unknown age or gender. Patient's comorbidities and clinical state were unknown. It was reported the console did not detect the purge disc, in which there was a red alarm for purge disc not detected. The input issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Added: d3. Corrected: d1, h3. The cause of the purge disc not detected alarm on ic3880 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
B1: product problem was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.